Manufacturer narrative:
No goods were returned for investigation as the customer decided to scrap the complete unit. The reported issue regarding the pre-use check test failure, could be confirmed by the log review and corresponds well with the given date of event provided by the customer. The logs confirms that the pressure transducer test failed, this might indicate that there was a leakage in the system. No certain conclusion regarding the cause of the reported event can be made due to the lack of goods/parts to investigate.

Event description:
Manufacturer ref. #: 1917mcc1765.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).